Event description:
It was reported that during testing at the MFR, a hole in the pneumatic hose of the drill was observed. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During visual inspection of the pneumatic hose, a hole was observed.